Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that operating forceps failed to close during vitrectomy surgery. The surgery was completed with new replacement, there was no patient.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was received with inner blister, outer blister and cover foil showing the lot information. The sample showed no macroscopic signs of damage. The sample showed no signs of surgery residues and was returned in an opened status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed that the device work as expected. The device met specification. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).